Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The instruction manual provides preventive measures against the reported endoscopic image abnormality and error e311. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the device inspection results by olympus europa se & co. Kg (oekg), olympus medical systems corp. (Omsc) assumed that the reported endoscopic image abnormality and error e311 was caused by the defect of the cable unit. This defect may have been caused by unexpected stress due to user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by oekg also confirmed followings; due to a defective camera cable, the image function was completely lost. Cuts on the camera cable external surface were identified. The white balance could not be adjusted due to a defect in the image function. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear between the two procedures. Then, olympus inspected the device at the service department of olympus (B)(4) (oekg) and found that error e311 occurred and the endoscopic image was not displayed. There was no report of patient injury associated with this event.